Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This MDR is associated with MDR 3005168196-2013-00187. Hospital discarded of device after use.

Event description:
Physician felt resistance as he pushed the neuron max 088 into the femoral artery over the dilator. He then switched to a 6f cook shuttle sheath and did not have any issues introducing catheter into the artery.